Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer stated that the blood glucose was 38 mg/dl at the time of incident. Customer stated that the low blood glucose was treated with the food. Customer did not experienced any symptoms related to low blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if the customer was using auto mode smart guard feature at the time of incident. Customer stated that troubleshooting was done for high blood glucose. Customer also stated that retainer ring came off and it was not able to lock in place when inserted into the insulin pump. Customer reported that the insulin pump will be returned for analysis.